Event description:
On (B)(6) 2015, numerous noisy ventricular fibrillation episodes were recorded, in addition to 7 shocks and 4 atp therapies delivered. Leads tests showed stable impedances and threshold measurements within normal range. The battery magnet was at 83 min-1. A re-intervention was performed on (B)(6) 2015. The vd lead remained active for shock function and another lead was implanted for pacing/sensing functions. An investigation is required.

Event description:
On (B)(6) 2015, numerous noisy ventricular fibrillation episodes were recorded, in addition to 7 shocks and 4 atp therapies delivered. Leads tests showed stable impedances and threshold measurements within normal range. The battery magnet was at 83 min-1 a re-intervention was performed on (B)(6) 2015. The vd lead remained active for shock function and another lead was implanted for pacing/sensing functions. An investigation is required.

Event description:
On (B)(6) 2015, numerous noisy ventricular fibrillation episodes were recorded, in addition to 7 shocks and 4 atp therapies delivered. Leads tests showed stable impedances and threshold measurements within normal range. The battery magnet was at 83 min-1 a re-intervention was performed on (B)(6) 2015. The vd lead remained active for shock function and another lead was implanted for pacing/sensing functions. An investigation is required.

Manufacturer narrative:
Preliminary analysis of the returned device showed that the electrical characteristics of the returned unit are within specifications.